Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00996.

Event description:
It was reported that the patient was revised due to pain, loosening and wear of the patellar component.